Event description:
The device was used during a laparoscopic colon procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
3/16/1998-supplemental report #1 sent to FDA. Device not available for eval.